Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2014 with the following findings: the reported dim and faded display screen was unable to be investigated due to an additional failure. During evaluation, the display screen was found to be blank upon startup. The audible and vibratory tones were functioning appropriately on the pump. The pump was opened; there was no visible damage found on display screen or the display flex. The display screen was re-seated and then tested and the display still remained blank. The display flex was found to be defective. The display screen was replaced with a test display screen. The test screen was functioning with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).